Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt had a "call your doctor" message on the pt programmer and a power-on-reset (por) condition following a knee implant surgery. Also, she could not adjust her stimulation. Further info was requested.